Event description:
The pt had a bilateral mastectomy and underwent bilateral breast reconstruction. The date of the surgery is not known. The surgimend device was implanted in addition to permanent gel implants. Subsequently, the left side became infected (date unk) and spontaneously opened a spot above the incision on the lateral breast and tried to extrude the implant. Two unusual organisms grew (species and genus unk). The reconstruction will need to be repeated. It is not known what the current condition of the pt is. There was no product catalog number or product lot number provided so a specific device history record could not be reviewed. All surgimend devices are terminally sterilized using a validated sterilization process. It is not likely that the device was the cause of the infection that lead to the pt complication.